Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found an outer insulation cut at distance 11.2 cm and there was blood ingress along of the proximal conductor length. According to the finding and the anomalies described in the event and due to the length of time of the implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at the time implant procedure. The outer insulation breach is likely the cause for the electrical complaints.

Event description:
It was reported that after closing the pocket and checking the parameters, the lead was observed with a lack of stimulation despite good impedance. The next day the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.